Event description:
Additional information was received indicating a revision procedure was performed to successfully replace the patient's ra and rv leads. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative reported a revision procedure is scheduled for a future date. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) has experienced a decrease in the right atrial (ra) lead pacing impedance measurements, to 200 ohms, as well as a rise in ra threshold measurements. The local area field representative reported the physician suspects a possible connection issue and plans to perform a revision procedure at a future date. Additionally the right ventricular (rv) lead continues to exhibit low pacing impedance measurements. All other measurements continue to remain stable and within range. No adverse patient effects were reported. Additionally both the patient's ra and rv leads are non boston scientific products.